Event description:
It was reported the patient complained of palpitation and there was intermittent atrial undersensing observed on stored atrial high rate episodes. It was further reported there was unnecessary atrial pacing during atrial events as there were refractory/non-sensedatrial events. The lead remains in use. No patient complications have been reported as a result of this event.